Manufacturer narrative:
(B)(4) initial report. Additional information, including operative notes, patient medical history, information about the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the ecima insert, cocr liner, biolox delta ceramic head and cancellous bone screw after approximately 2 years and 5 months due to ongoing psoas irritation.

Event description:
Trinity dual mobility revision of the ecima insert, cocr liner, biolox delta ceramic head and cancellous bone screw after approximately 2 years and 5 months due to ongoing psoas irritation.

Manufacturer narrative:
Per -4956 final report. Additional information, including operative notes, patient medical history, information about the revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all this information could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no deviation from process or non-conformity of product that would have caused or contributed to this event. The surgeon originally believed the pain to be due to screw placement of the cup, however, during the revision, a large sharp piece of bone was identified on the lesser trochanter and removed. Due to the large nature of this piece of bone, it is believed that this is the most likely cause of the patient's pain and not due to the performance or design of the devices. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.